Event description:
It was reported that the patient was fully explanted due to a lack of efficacy with the vns along with cognitive component in relation to t a hypersensitivity to the existence of the device. The suspect device has not been received by the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was noted that the suspect device was received by the manufacturer. Product analysis testing has not been completed to date.

Event description:
Later, follow-up with the provider reveals that the cognitive issues (hypersensitivity to the existence of the device) is not related to vns therapy/surgery. The explant was indicated to be for patient comfort only. The cause of the lack of efficacy was related to the patient being a non responder to vns. Settings/diagnostics were not provided despite being requested. No other relevant information has been received to date.

Event description:
Later, product analysis was completed on the suspect device. No anomalies were identified on the device during testing. No other relevant information has been received to date.